Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device¿s inner cannula extend past tracheal cannula 5mm and suspected to cause tracheal irritation. It was reported that the patient had hemoptysis and was resolved when tracheal tube was changed. New information received indicates that the patient is described as being in normal condition with no injury.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device¿s inner cannula extend past tracheal cannula 5 millimeter and suspected to cause tracheal irritation. It was reported that the patient had hemoptysis and was resolved when tracheal tube was changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.